Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvp-5q remains implanted in the patient; product analysis cannot be performed. The mvp device will not be returned for analysis as it remains within the patient. Based on the reported information and provided digital video, the report of migration was confirmed. It is likely the lack of continuous flush contributed to the inadequate wall apposition subsequently causing the device to migrate. The diameter of the mvp device is sufficient to allow for full expansion of the implant to the reported diameter of the target vessel (3-3.5mm). All products are 100% inspected for damages and irregularities during manufacture. Per the mvp instructions for use: preparation for use ¿ ¿in order to achieve optimal performance of the mvp system and to reduce the risk of thromboembolic complication, a continuous saline flush should be maintained between microcatheter/ catheter and guidewire and mvp system.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvp-5q remains implanted in the patient; product analysis cannot be performed. The reported event is still under investigation; a follow-up MDR will be submitted when investigation is complete.

Event description:
Medtronic received report of mvp migration after detachment. The patient was undergoing mvp-5q implantation in the left renal artery. The vessel had little tortuosity. Artery diameter was 3 ¿ 3.5mm. It was reported that the mvp was placed in the left renal artery. There were reportedly no issues during delivery or deployment; the device was not repositioned. A continuous flush was not used during delivery. After placement, there was no evidence of appropriate wall apposition. The mvp was detached; contrast was injected 15-30 seconds later. The contrast was injected by hand; flow rate was approximately 1-2 ml/sec. It was reported that during contrast injection, the mvp migrated distally. There had been no evidence of movement prior to contrast injection. After migration, no attempts were made to retrieve the mvp. There were no reports of patient symptoms in connection with this event.